Manufacturer narrative:
This report is submitted on march 11, 2022.

Event description:
Per the clinic, the patient experienced pain and a magnet dislodgement during an MRI. The magnet was replaced (B)(6) 2019.